Manufacturer narrative:
Clarification received from the advocate mentioning that the customer was not treated with insulin. He was rather treated with something to raise his blood sugar levels. However, the advocate could not remember the medication name. Section b5 has been updated. Section d2 of the initial report indicated the type of device as "blood glucose test strips". Since the report was filed under meter, the type of device in section d2 has been updated with "blood glucose meter".

Event description:
An advocate reported that they performed blood glucose testing using the contour next meter and obtained readings of 338 mg/dl and 40 mg/dl at 4:18 p.m. And 4:28 p.m. Respectively. The customer was felling unwell and went into diabetic shock. The customer was taken to an emergency room where customer's blood glucose was tested on the contour next meter and a reading of 269 mg/dl was obtained at 8:09 p.m. Within one minute, the physician performed retesting with his meter and obtained a reading of 69 mg/dl. The advocate stated that the customer was treated in the emergency room to raise his sugar levels, after which he recovered well. The customer did not provide the treatment details. The advocate was advised to return the product for evaluation. Replacement meter and test strips were sent to the advocate. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the product for evaluation. Therefore, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The advocate stated that he disposed the original bottle of the contour next test strips that they came in and was storing the strips in a different vial. As per contour next blood glucose monitoring system user guide "always keep the contour next test strips in their original bottle. Tightly close the bottle immediately after removing a test strip. The bottle is designed to keep the test strips dry. Avoid exposing meter and test strips to excessive humidity, heat, cold, dust, or dirt. Exposure to room humidity by leaving the bottle open or not storing the strips in their original bottle can damage your test strips. This could lead to inaccurate results. Do not use a test strip that appears damaged or has been used." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that they performed blood glucose testing using the contour next meter and obtained readings of 338 mg/dl and 40 mg/dl at 4:18 p.m. And 4:28 p.m. Respectively. The customer was felling unwell and went into diabetic shock. The customer was taken to an emergency room where customer's blood glucose was tested on the contour next meter and a reading of 269 mg/dl was obtained at 8:09 p.m. Within one minute, the physician performed retesting with his meter and obtained a reading of 69 mg/dl. The advocate stated that the customer was treated with insulin in the emergency room after which he recovered well. Clarification on treatment received could not be obtained as the customer could not be reached. The advocate was advised to return the product for evaluation. Replacement meter and test strips were sent to the advocate. Since the strip information was not provided, this report will be submitted under the meter information.